Event description:
The customer's mother reported that the transmitter and insulin pump got damaged. The customer's blood glucose level was 110 mg/dl. The customer mother was advised that the transmitter will be replaced. The customer was advised that the transmitter ID is going to be programmed in the insulin pump. The mother understood and no further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned the device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the minilink transmitter showed that it was functioning properly and passed all functional testing. However, the minilink transmitter was received with contamination to the contact pins and damaged connector corner.